Event description:
It was reported twelve days after implant that the patient's left ventricular (lv) lead was explanted and not replaced due to high pacing thresholds that could not be resolved after attempting multiple sites. During the same procedure it was also reported that the patient's right ventricular (rv) lead was repositioned due to high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.